Manufacturer narrative:
The customer stated that they changed the measurement cartridge and the instrument is operational. Based on the instrument log review, the thb response curve for mcart sn (B)(4) appears typical with no indication of any instrument or sensor issue. The rp500 sn (B)(4) is performing as intended. There were no cx files provided for review. It has been noted that the customer will not be providing any more information. Due to limited information, the root cause is inconclusive as there was insufficient evidence provided to support the customer's complaint.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 for one patient. There is no injury reported due to this event.